Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma- late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity ¿ calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness ¿ lymphadenopathy has also been reported in some women with implants.

Event description:
Physician reported "later seroma and capsular contracture." Additionally reported was "breast has been deformated, the implants dislocated to cranial. Intraoperatively a double capsule was noted." This record represents the left side; device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, weight to the spec, brown particles, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "later seroma and capsular contracture." Additionally reported was "breast has been deformated, the implants dislocated to cranial. Intraoperatively a double capsule was noted." This record represents the left side; device has been explanted.